Event description:
It was reported that during a thyroidectomy procedure the tissue pad fell off of the device after the device was removed from the patient. Another device was used to complete the case with no patient consequence

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Tissue pad was found to be correctly assembled to the instrument and in good physical condition. The device was tested with a generator and was functional.